Event description:
Tampon stuck in me - vagina [foreign body in reproductive tract] string completely ripped off of it [device breakage] string completely ripped off of it without a lot of force when I was trying to change out tampons [complication of device removal] case narrative: consumer reported via e-mail that the tampon string ripped off during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.